Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The product analysis shows that on the inner pouch, the left sealing and right sealing were opened on 1/6 of the length on each side. The reported event is confirmed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 8 complaints have been recorded on refobacin bone cement r 1x40-3, reference 3003940001-3, over the batch a925ca2503 since ever. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the bone cement powder was spilled out from the sterile packaging and was found not completely sealed. No adverse events have been reported as a result of the malfunction.